Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 67 mg/dl. The device was in his bag and was not exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Act button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked display window corners, scratches on case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.